Event description:
The account reported the left head brake caster does not hold. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that left head caster had a damaged stem most likely due to normal wear and hear. An investigation was performed and this issue was addressed under an engineering change. The tech replaced the left head brake caster to resolve the issue. Based on this info, no further action is required.